Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep said patient was not getting stimulation in the appropriate position. Technical services(ts) reviewed how to program different positions in group b and tested adaptivestim(as), and patient felt stimulation as intended. Ts reviewed angles to give patient a wider range for the upright position. Rep to have patient go home and adjust stimulation for each position as desired. If system is still not transitioning as intended, then rep will then reorient the positions. Rep said patient reported as not working right since implant. The troubleshooting steps that were taken on the call resolved the issue. Dr. S noori is the managing hcp. 2024-feb-02, e1 (rep): rep reported that the cause was not determined. The patient was to go home and set stimulation levels in each position and stay in that position for 3 minutes. The patient is to contact rep if adaptive stim is still not functioning properly. As of feb 2, 2024, the rep has not heard back from the patient.